Event description:
Unomedical reference number (B)(4). Event occurred in the united states: on (B)(6) 2023, it was reported that the patient's infusion set's tubing was detached from the connector while she was sleeping. The site location was the hip area (left side), with the pump worn on the front of the belly. Moreover, the infusion set had been used for one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 180 mg/dl. No further information available.